Event description:
During attempted removal of the epidural catheter, resistance was encountered. Following removal, an x-ray was taken and a portion of the catheter tip was seen in situ. It was decided not to attempt removal of the piece of catheter. There were no pt complications.